Manufacturer narrative:
(B)(4). The unit was returned and nothing was found that would have caused or contributed to the reported condition of the bipolar instrument spontaneously activating. The unit was tested and found to function normally and within specification. The e6009b footswitch that was received with the unit was also evaluated. No defects were found and the footswitch was found to function normally.

Event description:
The customer reported that during a laparoscopic surgery, the bipolar instrument spontaneously activates without any pedal activation. The patient received a shallow burn to the serosa. The patient's outcome was full recovery.